Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated to a more comfortable location. No malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated to a more comfortable location. No malfunction was suspected. The patient was doing well postoperatively.